Event description:
The facility reported a colleague infusion pump that was constantly alarming. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "constantly alarming" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a disconnected rear/inverter harness. The rear inverter harness was reconnected to the main battery harness to correct this condition.